Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 157 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that during a routine battery change pump replacement, the sutureless connector broke when disconnection was attempted. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The connector was finally removed using forceps and a new pump segment was used. A new pump segment was spliced to sutureless catheter. No additional surgery was required. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated. The catheter was to be returned to the manufacturer for analysis.

Manufacturer narrative:
The other relevant component includes: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Of note, only the catheter was returned for analysis (B)(4) 2017. Evaluation of implantable catheter serial number (B)(4) revealed the following: the partial catheter was returned in one segment and included the sutureless connector (sc) assembly and a portion of the proximal segment. Analysis identified damage to the connector consistent with the reported difficulty detaching the catheter from the pump during explant. As received, the white silicone boot was pulled back over the titanium housing, and a visual inspection identified markings on the retaining fingers in the cup of the connector. The catheter was found to be patent and passed pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.